Manufacturer narrative:
The investigation has been completed and the reported wake button issue was confirmed (180). The reported issue regarding the pump becoming unresponsive could not be confirmed (71, 213). In addition, a different issue was also found. Issue identified: 120.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button on the pump was no longer working. The customer was able to access the pump features by connecting the pump to a power source. Subsequently, the pump was noted to be unresponsive and stopped all insulin delivery. The customer's blood glucose level was impacted, elevating from 201- 320 (mg/dl). The customer administered a corrective bolus. Reportedly, the customer has insulin pens available as alternate insulin therapy.